Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/13/2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what do you mean with "the reloads don¿t staple twice"? Don¿t staple with 2 different reloads. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? In evolution in his/her house. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, more days in the clinic.

Event description:
It was reported that the reloads don¿t staple twice. The surgery was delayed 30 minutes. The patient returned to the clinic.

Manufacturer narrative:
Product complaint # (B)(4). Date sent:(B)(6)2020. D4: batch # t5cm8v investigation summary the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridge reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what color cartridges were used throughout the sleeve? Green blue blue blue blue can additional information be provided about the staple form? No what was done to address the stapling issue intraoperatively? The dr have to suture and reforce the area are any photos or video available? No were the issues experienced intraoperatively the only reason for extended hospital stay or were there other factors? No other factors the problem was with the third and fourth firing mainly because the knife cut without gripping previously. Patient is in good shape currently.